Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient was sent to the emergency room and it was found out that the implanted pulse generator has exploded. The device was then explanted and replaced. No additional adverse patient effects were reported.